Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there was a noticeable delay with the mobile programmer application between pressing a button on the pacing system analyzer (psa) and the time that change occurred on the psa. The users attempted to reduce the output during a threshold check and had to wait five seconds from the time the button was pushed until the output annotation appeared on the screen. The tablet battery was noted as being at 28 percent. It was also reported that when the physician disconnected the leads to attach to the device the electrograms (egm) would still appear on the screen for approximately ten seconds after being disconnected. The user became concerned and tested the mobile programmer application but during the test screen the device slowed down again. The user ended the session, disconnected the reader and the base, double tapped and swiped to shutdown the application. The tablet was plugged into a power source. The mobile programmer application was quickly set back up and was retested. The mobile programmer application was able to complete all of the tests without issue. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.